Event description:
It was reported that the insulin pump is cracked at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit was received with cracked reservoir tube.